Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during central processing, the tips of the tenaculum forceps instrument were not opening or closing. There was no report that any fragment from the instrument fell into a patient during a surgical procedure and there was no report of patient harm, adverse outcome or injury.